Event description:
It was reported that the hole was smaller than usual. Add'l info has been requested, but not received. Per add'l info received, pt experienced a bladder infection due to the smaller drainage holes not allowing the urine to drain properly; pt was treated with antibiotics.

Manufacturer narrative:
The lot number is unk; therefore, the device history record could not be reviewed. Received 2 coude catheters. Visual inspection noted no obvious defects. Visual inspection noted the exterior of the samples and found that the drainage eyes were of similar size. Both eyes are 7/32" long. The eye length spec is 7/32" +/- 1/32" so the eye lengths met spec. No functional or tactile evals were performed. The drainage eye on this product is typically manually burned. In (B)(4) 2014, an automatic burning process was introduced for this product type. Unable to determine if this product was manually or automatically burned.